Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify a17 alarm, a21 alarm, a33alarm, or a64 alarm due to motor error alarm. The insulin pump had moisture damage on electronics. The pump was received with scratched display window, cracked display window corner, cracked belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, compromised force sensor system alarm, button error alarm, and motor error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 147 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.